Manufacturer narrative:
The actual defective unit was not returned. Only a photo was provided. It appeared from the photo that the cannula broke at the top of the bend, nearest the hub, that is formed by eagle labs. Our review of the lot history records for the subject lot revealed no observations of any defects in this lot, nor have we had any other customer complaints for this type issue for any lot or similar part number in our company's 30 year history.

Event description:
The customer reported, on (B)(6) 2023 "cystotome was being used during a procedure and it cracked while in the eye." The customer reported the piece was removed with forceps and the incident prolonged the procedure time. According to the customer, the patient is "ok as far as we are aware."